Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while this patient was in a cycling race, he received a shock causing him to fall from the bike and hit his head. The patient also had some abrasions to the knee and elbows. The patient was briefly admitted to the emergency department until a computed tomography scan was performed and the patient received the all clear. The next day, the patient presented for a follow-up. It was indicated the device delivered therapy due to a stable rhythm being present while also meeting atrial fibrillation rate threshold criteria. As this therapy was unwanted, the discriminators and detection zone were reprogrammed. No additional adverse patient effects were reported.